Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 207 boluses listed in the pump history file on the event date of (B)(6) 2023. Please see below for the first 10 boluses listed in the pump history file on the event date on (B)(6) 2023. (B)(6) 2023 00:03:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u). (B)(6) 2023 00:08:07.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). (B)(6) 2023 00:13:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u). (B)(6) 2023 00:18:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u). (B)(6) 2023 00:23:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u). (B)(6) 2023 00:28:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u). (B)(6) 2023 00:33:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2750 (0.275 u) bolusamountdelivered: 2750 (0.275 u). (B)(6) 2023 00:38:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u). (B)(6) 2023 00:43:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u). (B)(6) 2023 00:48:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023. (B)(6) 2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 1204500 (120.45 u). Dailytotalofbasalinsulindelivered: 552500 (55.25 u). Dailytotalofbolusinsulindelivered: 652000 (65.2 u). Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 06:20:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). (B)(6) 2023 06:30:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). (B)(6) 2023 15:27:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104). (B)(6) 2023 18:01:04.000 alarmalertnotification (40) faultnumber: batteryremoved (84). (B)(6) 2023 21:19:30.000 alarmalertnotification (40) faultnumber: sensorerroralert (801). (B)(6) 2023 21:50:17.000 alarmalertnotification (40) faultnumber: sensorerroralert (801). (B)(6) 2023 22:24:31.000 alarmalertnotification (40) faultnumber: sensorerroralert (801). (B)(6) 2023 23:19:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). (B)(6) 2023 23:36:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781). (B)(6) 2023 18:06:19.000 alarmalertnotification (40) faultnumber: batteryremoved (84). (B)(6) 2023 18:09:14.000 alarmalertnotification (40) faultnumber: batteryremoved (84). Low battery alert was due to the battery in the pump is low on power. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lost sensor alert not confirmed. Low battery alert not confirmed. Sensor error alert not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file (svn (B)(4)). (B)(6) 2023 08:15:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). (B)(6) 2023 21:02:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). (B)(6) 2023 21:21:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, or lost sensor alert noted. Lost sensor alert not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs/dka. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value was unknown at the time of the event and was treated with glucose/carb intake and was hospitalized. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours. Auto mode/smart guard feature was  active at the time of the low blood glucose event. The customer alleges pump was over delivering. No further patient complications were reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.